Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to surgery, the adapter had an internal rod that popped out when the surgical technician tried to attach a reload. There was no patient involved.